Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d10 h3, h6: a service and repair evaluation was completed: the customer reported the device was broken. The repair technician reported the device was missing wing screw. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: wing screw. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a procedure. During the procedure, following equipment¿s was broken. It was unknown if the procedure completed successfully. The patient impact was unknown. (1)radiolucent insertion. (3) holdsleeve w/wingscr l105 I- 6 f/large- (2)doublejoint cpl f/large- distract (2)holdsleeve w/wingscr l55 I- 6 f/large-d (3)red forceps points one bent tip/174 (1)red forceps serrated jaw-ratchet 144 (1)reduction forceps points ratchet 200. This complaint involves thirteen (13) devices. This report is for (1) holding sleeve 55mm. This report is 10 of 12 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.